Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient underwent a gynecological procedure on (B)(6) 2012 and omnisure-coloplast was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported the patient experienced dyspareunia and irregular menses, sling failure and underwent cystoscopy, transvaginal urethrolysis with sling excision, robotic assisted total laparoscopic hysterectomy with bso and omnisure was implanted on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced mixed urinary incontinence, dyspareunia, urgency, and dysuria.